Event description:
Additional information received from a healthcare provider (hcp) via a company representative reported that the patient had a history of a previous catheter obstruction on (B)(6) 2020 at which time the distal segment was replaced with an 8782 revision kit. The exact cause of the previous obstruction was not identified, but the hcp believed the catheter must have been kinked within the pocket. See (B)(4) for report of inability to aspirate/additional revision.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 2 mg/ml at 0.45 mg/day via an implanted pump. It was reported the distal portion of the catheter was replaced via the posterior incision on (B)(6) 2020 and was discarded. Symptoms included inadequate pain relief and it was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient had been experiencing signs and symptoms of inconsistent relief of pain (date unknown). A dye study was performed in (B)(6) (date unknown) to show the catheter was not intrathecal. The existing catheter was found to be subdural when a dye study was performed in (B)(6). The distal catheter was replaced and connected to the existing 8780. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated.